Manufacturer narrative:
All available information was investigated, and the reported unintended movement (clip open - efaa) and improper or incorrect procedure or method could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported unintended movement (clip open during efaa), associated with the clip opening to about 40 degrees during establishing final arm angle/ efaa, appears to be related to the clip delivery system (cds) being curved more than 90 degrees in the anatomy. The reported improper or incorrect procedure or method was associated with the user curving the cds more than 90 degrees. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. It was reported that the clip delivery system (cds) was curved more than 90 degrees during the procedure, while steering to reach the head of the mr at anterior 2 and posterior 2 leaflet segments. During the deployment sequence, the first clip opened during establish final arm angle (efaa) before lock line removal. The clip was fully closed and then opened to a clip angle of approximately 40 degrees. Troubleshooting was performed per instructions for use (IFU). The clip was removed and replaced. Per the physician, the clip opening during efaa was not due to the anatomy. The mr was reduced to grade 1. There were no adverse patient effects or clinically significant delay.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.